Event description:
It was reported during device inspection of the loaner with no patient involvement , no procedure involvement, it was found the nozzle was clogged. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
During the inspection at repair center olympus china (rc), it was confirmed that nozzle was clogged by some yellow viscous substance. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the clogged nozzle occurred from insufficient reprocessing of the device. The investigation could not identify the foreign material. However, a definitive root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) regarding reprocessing: "manually cleaning the endoscope and accessories: flushing detergent solution into the air/water channel" olympus will continue to monitor field performance for this device.